Manufacturer narrative:
Initial reported information was reported on rae on (B)(6) 2015. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks and lead noise was present. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that there was t-wave oversensing (twos) on the rv lead.